Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported (via FDA medwatch mw5085869 ) that a patient of unknown age who underwent breast prostheses implantation with mentor smooth gel implants for unknown indication on (B)(6) 2008 reported autoimmune disorder (hard time walking, brain fog, extreme fatigue, hair loss, canker sores, stomach issues, etc). The root cause of the patient's symptoms are unclear. As a result, the devices were explanted on (B)(6) 2010. This report is for one of the two effected sides.